Manufacturer narrative:
Removed patient codes (B)(6) and (B)(6) as they no longer apply. This event is no longer reportable as a serious injury, but still is reportable as a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative (rep) for a clinical study (sdy). It was reported that the uti was not related to the device, therapy, or implant procedure. Rather, it was related to concurrent urologic conditions. It was also updated that the issue was resolved, without sequelae, on 2017-(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported an urinary tract infection (uti). Interventions included a reprogramming that occurred on (B)(6) 2017 and medication was administered on (B)(6) 2017. There was laboratory testing where the urine culture showed greater than 100,000 cfu/ml of escherichia coli on (B)(6) 2017. The cause could be possibly related to the device or therapy, not related to the implant procedure, and more specifically due to programming. It was reported that the patient came in for a routine office visit and the patient complained their incontinence was worse, their frequency was worse, and they didn't think the device was working. Urine dipstick showed nitrate positive and small amount of leukocytes. The event was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.